Manufacturer narrative:
It was initially reported, the device's sensor board was replaced to address the issue. The device's system board was replaced, not the sensor board.

Event description:
The manufacturer received information alleging a high temperature alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.